Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.25x16mm stent delivery system was returned for analysis. A visual examination of the stent found stent strut damage on the third row from the distal end of the stent with the strut lifted from the crimped position. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified posterior descending branch. After engaging the lesion with a 3.5 guide catheter and crossed with a guidewire, dilatation was performed with a 2.0x15mm balloon. Then, a 2.25x16mm promus element plus drug-eluting stent was advanced for treatment. However, after several attempts and due to severe calcification in the vessel, it was noticed that the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified posterior descending artery. After engaging the lesion with a 3.5 guide catheter and placing a guidewire, dilatation was performed with a 2.0x15mm balloon. A 2.25x16mm promus element plus drug-eluting stent was advanced for treatment. However, after several attempts in crossing the lesion, it was noticed that the tip of the stent struts were lifted due to severe calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.